Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The battery was aging, and a worn out video connector was causing a poor connection. Additionally, lamp a was dead, and lamp b was browning. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the memory battery on the olympus video system was "a little weak" during use. Upon further review after the device was returned, it was noted that the lamp failed to ignite. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a trend analysis, and a data analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event occurred due to age deterioration as a result of long-term repeated use. Olympus will continue to monitor the field performance of this device.